Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as touch contamination. On the same date, the patient was hospitalized for the event. The patient was treated with vancomycin, ceftazidime, and cefazolin intraperitoneal (ip, daily, doses and frequency unknown) for peritonitis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. Additional information was not available.